Event description:
Additional information received identified the patient passed away on (B)(6) 2017 due to unknown reason. The physician believed the death is not related to the device. Additionally, the difference in readings did not delay treatment for the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, inaccurate measurements were observed on the manufacturer's patient care network database. As a result, the hf sensor was recalibrated through right heart catheterization.